Manufacturer narrative:
The last calibration was done on (B)(6)2020 and was acceptable. The qc recovery was out of range on the date of event. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service engineer checked the gear pump head and pressure. The pump for the pipettor wash was checked. The detergent and water dosing were checked. A reagent probe was changed since it was visibly contaminated with rubber from a reagent cassette. Precision studies showed issues with the optical pathway, so the head cut filter was replaced. Controls were tested and recovered normally. No further issues have occurred on the analyzer. This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with ca2 calcium gen.2 on a cobas 6000 c (501) module. It was asked, but it is not known if any incorrect results were reported outside of the laboratory. The first sample initially resulted with a calcium value of 3.38 mmol/l, which repeated as 2.46 mmol/l. The second sample initially resulted with a calcium value of 3.94 mmol/l, which repeated as 2.46 mmol/l. The calcium reagent lot number was 47460301, with an expiration date of 31-jul-2021.